Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had touchscreen is completely blank. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material issues: degradation. Mechanical issues: stress, deformation, wear, corrosion. Electrical issues: component issues. Other issues; settings, peripheral influences. These can be caused by no design or manufacturing issues and can occur between components such as boards, pumps, connectors, sockets, tubes, fans, housings, panels, batteries, switches, touch screens, etc. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.